Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since the date of the implant, they felt the ins was loose in the pocket site but just thought it was healing. Pt states now for the last week or week and a half, it is starting to bother them. Pt states they can't lay on either side or their back without feeling pain and being uncomfortable. Pt states they can actually feel it moving in the pocket site. Pt states they can feel the ins up on their skin and can push it down, but it ends up moving back up again. Pt states they called the doctor but the doctor said to call [manufacturer]. The patient was redirected to their healthcare provider to further address the issue. Pt services will also reach out to the rep to notify them of the situation.